Event description:
It was reported that there was resistance on syringe; will not allow to draw out. No patient injury was reported.

Manufacturer narrative:
The device was returned for investigation. There was no related evidence of the reported failure in the event logs. No disposable alarm message after pump starting was found in the pump's event history logs. A functional test was performed, and the reported failure was not replicated. The root cause of the event cannot be established; no fault was found. The downstream occlusion sensor to be replaced. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.